Manufacturer narrative:
H3, h6. Given the nature of the alleged incident, the devices could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that although the patient¿s cobalt level was reported to be elevated, the source and clinical root cause cannot be determined with the provided information. The reported pain, swelling, stiffness, and decreased range of motion are findings associated with arthrofibrosis and is likely related to the total knee arthroplasty procedure and maybe postoperative rehabilitation but not the implants. Arthrofibrosis is a known complication of major knee surgeries due to excessive scar tissue formation. It cannot be concluded that the reported clinical symptoms are related to a malperformance of the implants or implants failure. Currently, the patient still experiences stiffness after major workouts and a less than target range of motion. No further clinical assessment can be rendered at this time. Devices specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management files and prior actions review could not be performed. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that, after a left tka on (B)(6) 2017 due to degenerative osteoarthritis, in which genesis ii devices were implanted, the patient presented with pain, swelling and stiffness. On (B)(6) 2019 patient underwent a left knee arthroscopy, lysis of adhesions and partial synovectomy in which it was found the suprapatellar region of the knee with a thick fibrous wall of tissue extending across the superior margin of the femoral component most dense centrally but extending into both the medial and lateral gutters. Also, there was an element of synovitis noted anteromedially and there was fibrous tissue present in the notch of the femoral component. The patient was transferred to her bed and taken to recovery room in satisfactory condition. On (B)(6) 2023 blood tests results showed cobalt whole blood 21.04 nmol/l. No other complications were reported, and situation is still ongoing.